Manufacturer narrative:
(B)(4). The is rod side cutter was returned for evaluation. Visual examination of the rod cutter revealed that the tip of the rod cutter had become chipped and plastically deformed across the cutting edge of the rod cutter blade. A review of the device history record for the reported lot of the reported products did not find any anomalies in the release of these devices. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the rod cutter tip becoming chipped and plastically deformed across the cutting edge of the rod cutter blade cannot be positively determined. However, the noted damage suggests that the tip of the rod cutter most likely was subjected to an unanticipated high load when cutting a rod resulting in the tip to chip and become plastically deformed across the cutter edge of the blade. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. As such, the complaint will be closed with no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cutting are at the tip of instrument broken.